Event description:
The patient contacted lfs alleging an unknown issue with the verio pro meter. The patient was unable/unwilling to provide any further details about the alleged issue. Patient did not report any symptoms due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged an unspecified issue with the verio pro meter.

Manufacturer narrative:
Lot # of the test strips was not provided.